Event description:
It was reported that patient's atrial lead was dislodged. It was noted that the lead exhibited loss of capture and loss of sensing. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture and loss of sensing were not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. X-ray inspection found the helix stretched consistent with procedural damage. Unable to measure the helix length due to procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.